Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cutter was found to have poor sharpness immediately after the start of a vitrectomy surgery. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the probe needle curved, and orange/brownish foreign material on the port face, welded cap and in the port. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due the inner cutter port broken condition. Gouge mark observed at several locations along the inner cutter. The inner cutter was observed to be slightly bent. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port, which caused part of the cutter to be missing and; therefore, not present in the port of the needle when the cutter was actuated. Furthermore, the broken inner cutter port could have caused the probe to not cut at the time the reported event was observed. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. The sample evaluation indicated the probe had a curved needle and bent inner cutter. A curved needle can impede the movement of the cutter shaft; therefore, decrease the quality of the cut performed by the probe at the time the reported event was observed. The exact root cause of the curved needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An internal investigation has been completed and actions are presently being implemented to eliminate probe inner cutter breakages. No additional action has been taken by the manufacturing site as an exact root cause for the curved needle and inner cutter could not be determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).